Event description:
Information received indicates the bed is drift into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the drift to the foot end gas springs being weak. The technician replaced the gas springs to repair the bed.